Event description:
It was reported to philips healthcare that the heartstart mrx displayed having low battery after 91 shocks at or below 200 joules applied to the pt. It was reported that the pt converted each time, continued to go into v-fib, however, there was no harm to the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.